Event description:
Customer reported a patient was found by a nurse with no pulse or respiratory effort. According to the nurse, the dash monitor did not alarm, visually or audibly. The patient reportedly died.